Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the device would not open, was the device stuck on tissue? If yes, how was it removed? Were the device jaws eventually able to be opened?

Event description:
It was reported that during a laparoscopic appendectomy procedure that the device would not open. It is unknown how it was removed, but the procedure was completed using a like device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n5730u. Additional information was requested and the following was obtained: when the device would not open, was the device stuck on tissue? If yes, how was it removed? Were the device jaws eventually able to be opened? The device would not open once it was inserted. There was no patient or tissue damage. It was removed and a new one was reinserted. Device evaluation: the ec45a device was received for analysis with no visual non-conformances and with an ecr45m cartridge loaded in the device. The cartridge reload was received partially fired. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.